Event description:
Resident was transferred into seat of century tub and seat belt secured in proper place. When seat was secured to the portable apparatus, the resident's foot was caught between the bottom of seat and the top of the frame of the portable apparatus, causing a deep laceration of the left leg. She was transferred by ambulance to winchester medical center emergency room where laceration was sutured and she received a tetanus injection and she returned to facility by ambulancedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - human factors, incorrect technique/procedure. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.